Event description:
As reported, during a procedure the peek and stainless-steel parts of capsure fasteners were disconnected. It was reported that the deployed damaged fastener was not removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure fasteners peek cap disconnected from the coil. Evaluation of the device could not reproduce the reported event of fastener peek cap detaching from the coil. The device functioned as intended during functional and simulated use testing. No peek caps were found to detach in testing and no broken or deformed fasteners were returned. No manufacturing anomalies were identified. The most probable root cause may be the result of an event occurring during user/device interface. However, based on the sample evaluation the event could not be confirmed. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿ and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." This MDR represents the capsure (device #2). An additional MDR was submitted to represent the capsure (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.